Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient [age] yo, [gender], underwent an ablation procedure for atrial flutter (afl) with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole on the pebax surface. Initially, it was reported that during the afl procedure the catheter could not deflect to specification. A second catheter was used to complete the operation. No adverse patient consequences were reported. The observed deflection issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2019, the bwi pal received the device for evaluation. Upon initial and secondary visual inspection, the distal tip was found bent with yellowish tint observed under the pebax. The observed bend in the distal tip and yellow tint observed has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Further testing was performed. On (B)(6) 2019, the bwi pal performed scanning electron (sem) microscope testing and found this event is being reported because the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation and found the polyurethane border damaged and a hole on the pebax surface. The observed hole on the pebax surface has been assessed as an MDR reportable malfunction as the device integrity was compromised. The awareness date has been reset to (B)(6) 2019.

Manufacturer narrative:
It was reported that a patient [age] yo, [gender], underwent an ablation procedure for atrial flutter (afl) with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole on the pebax surface. Initially, it was reported that during the afl procedure the catheter could not deflect to specification. The investigational analysis completed (B)(6)2019 . The device was inspected, and the distal tip was found bent. Additionally, yellowish tint was observed under the pebax area. The deflection mechanism was tested, and it was found to be working properly. Due to the yellowish pebax condition, scanning electron microscope (sem) testing was performed. The results showed damage on the polyurethane border. However, no hole was observed on the polyurethane border. In the pebax area a hole was observed. The object that caused the damage is unknown and no other anomalies were observed. A manufacturing record evaluation was performed, and no internal actions were identified. The customer complaint cannot be confirmed since the catheter was deflecting correctly. The root cause of the damage on the pebax and the bent condition of the tip could be related to the handling of the device. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).